Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. No damage on keypad traces noted during visual inspection. The lcd connector was inspected and no anomaly was noted. The device had minor scratched lcd window and cracked reservoir tube lip.